Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that the receiver was beeping and she remembered that the reading was displaying 55 mg/dl with two lines going down but she did not check a finger stick reading. While at the grocery store, the patient felt light-headed and was dizzy. She consumed an orange and a candy bar in attempt to treat her symptoms but eventually had a seizure. Emergency services was called and paramedics administered an IV and medication. The patient regained consciousness in the ambulance but soon passed out again. The patient was transported to the hospital where their bg was checked and it was 50 points off. During this time the patient was disoriented. The patient was treated at the hospital (treatment unknown) and was discharged that same night. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.